Event description:
It was reported that when stored images were reviewed on the system 6800 they were mixed wherein the anatomy did not match the patient. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Suspected corruption of hard drive data. Replaced hard drive. The system was tested and found to be working as intended and placed back into service.